Event description:
The imris customer service engineer (cse) noticed a small hydraulic leak coming from the height valve assembly during the preventative maintenance (pm) of the ort300 operating room table. There were also hydraulic spots noted at the trend flow valve location. No table functional issues were identified or reported. There was no patient involvement.

Manufacturer narrative:
Fittings were tightened to prevent further leaking and imris customer service engineer will monitor table for additional leaks. The end user was notified of the finding and the ort300 remains functional.